Event description:
The customer reported they had difficulty inserting surgery tool through the trocar cannula and film-like debris was found being trapped in cannula. The debris then fell into pt eye. The foreign material was removed during the procedure. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).